Event description:
It was reported that a customer experienced issues with the touchscreen of their device, which did not respond immediately and would cause the screen to go black. There was no reported impact to the customer's blood glucose level. The customer was in the process of receiving a new device, and technical support attempted to follow up but was unable to leave a message due to a full mailbox, eventually sending a follow-up email and closing the case.